Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, white balance could not be set, and the image was not bright enough. Based on the results of the investigation, a root cause could not be identified for the initial malfunction. In regard to the newly identified malfunctions, due to disconnection in cable unit, white balance could not be set, and the image was not bright enough. In regard to the disconnection in the cable unit, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had communication error e224. There were no reports of patient harm.